Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 511 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap was noted. The insulin pump passed the prime and high pressure tests. Reviewed the bolus history, and found that the customer had not delivered a bolus for a week. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.